Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The product was not returned to depuy synthes; however, photos were provided for review. (B)(6). The device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however the evidence provided was not sufficient to confirm the reported event of jammed/seized. Functionality and device interaction issues cannot be evaluated through photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached doesn't draw any conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
After the surgery was completed, when the equipment was organized and left ready for further collection, in the instrument (equipment no. 41025736), when the piece ref d297500600 was disassembled, it was blocked and could not be separated. For this reason, it was marked with red tape and left together with the rest of the teams, so that, when they are returned to j&j, it is easy to identify and proceed to its review and disassembly. No discomfort was recorded on the part of the specialist, since the surgery had concluded successfully, without affecting the patient and without alterations in the surgical times.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: e1 facility name. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.